Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose. Customer blood glucose was 400 mg/dl last (B)(6) 2015. Customer stated that patient's father turns the sensor off. Customer's blood glucose last (B)(6) 2015 was 377 and (B)(6) 2015 blood glucose was 400 mg/dl. Customer stated the insulin pump fell off from the patient and lock keypad was not locked. Customer's mother treated the patient to bring down the blood glucose. No further information provided.